Event description:
It was reported that a pt who was using a trusat pulse oximeter in a home environment died in her sleep. The pt's mother reported that she rec'd an urgent medical device correction letter for the trusat several days after her daughter's death. The pt had been diagnosed with rett syndrome. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.